Event description:
It was reported during a thoracoscopy the surgeon was trying to obtain a specimen and the stapler jammed on the first firing. The case was completed by opening a new device. There was no pt consequence. 1/19/1998 faxed copy received from rep and reported during lung biopsy the ez45 did not fire. There was no additional info. There was no consequence to the pt.